Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks. Interrogation revealed that the device mistook svt for vt and short v-a interval. Ablation for av node reentrant tachycardia was performed.

Event description:
New information received indicated that the patient was in stable condition. No further inappropriate shocks were received.